Manufacturer narrative:
The conclusion code (associated with both leads) has been updated.

Manufacturer narrative:
Analysis determined the #1 electrode weld was broken and the #3 conductor was broken 6.9 cm from the distal end of one lead (lot no 0206939318). Furthermore, analysis determined the #3 conductor was broken 6.8 cm from the distal end of the other lead (lot no 0206939318). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# 0206939318, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 97791, lot# 0206907950, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: accessory. Product ID 3888-56, lot# 0206939318, product type: lead. Product ID 97791, product type: accessory. Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a loss of therapy. Impedance testing was performed and found high impedances involving the patient¿s programmed electrodes. X-ray imaging and reprogramming was performed in an attempt to troubleshoot the issue; no device issues were seen through the x-ray. Though the cause of the issue was unknown, it was noted that the patient had not experienced any falls or traumas. The patient¿s leads were replaced as a result of the event and the issue was resolved. There were no device issues identified during the lead revision procedure. The patient¿s device was implanted for occipital nerve stimulation for cluster headaches.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# 0206939318, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3888-56, lot# 0207022989, product type: lead. Correction: please note lead lot numbers have been updated at this time (as captured above). As a result, the previously reported analysis results have been updated in order to reflect the correct lead lot numbers. Analysis determined the #1 electrode weld was broken and the #3 conductor was broken 6.9 cm from the distal end of one lead (lot no 0206939318). Furthermore, analysis determined the #3 conductor was broken 6.8 cm from the distal end of the other lead (lot no 0207022989). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.